Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The complainant reported that during an attempt at impella implant, insertion was difficult due to the placement of the guidewire and a kinked cannula. It was reported that the patient experienced an arrhythmia and insertion of a pacemaker was discussed. Weaning was successful, the device was removed, and the procedural outcome was the patient survived explant.